Event description:
N/a

Manufacturer narrative:
No model, catalog, serial number for the affected device have not been provided.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: e2. Additional information: contact department: cath lab / 8b micu, 8b micu manager, interim director of cardiac services contact person phone number:(B)(6) fse had a call from nurse because she no longer had an arterial line on the pump console and was getting the message "transducer/no cable". She had removed and reinserted the fiber optic cable, but there was still no arterial waveform. The inner lumen of the catheter was capped, so she did not have an immediate alternative source for the a-line. Fse explained that the fiber optic cable was likely broken somewhere and wasn¿t communicating with the pump. They could either replace the catheter with a new one, or have a provider insert a radial line as an alternative source for a pressure waveform. Fse requested the catheter be sent back to us when discontinued. Staff attempted to place the broken pump on another patient and the pressure line didn¿t work, the fiber optic connection was broken on the iabp and requested a new part. No information regarding the repair of unit received, if new information and/or devices are available, the file will be reopened and updated. H3 other text : no update regarding unit repair.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) no longer had an arterial line on the pump of the console the unit was giving the message "transducer/no cable". Nurse had removed and reinserted the fiberoptic cable but there was still no arterial waveform. The inner lumen of the catheter was capped so there was no an immediate alternative source for the a-line. Nurse was advised fiberoptic was likely broken and it could either be replaced or a provider could insert a radical a line as an alternative for a pressure wave form. There was no harm reported to the patient.